Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report from the (B)(6), stating the device had a worn hose. It is unknown if the device was used during surgery. It is unknown if injuries or medical intervention were reported. No additional information available.